Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. The 75% stenosed lesion being treated was located in the mildly tortuous and mildly calcified middle left anterior descending (lad) artery. The lesion was predilated using a 2.0x20mm maverick balloon. The 2.5x24mm promus element stent delivery system (sds) was advanced to the lesion but did not cross. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as stable. However, the product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)